Event description:
In november 2001, patient reported that pt was sitting in an electronically controlled chair and as pt returned the chair to an upright position, their implant suddenly stopped working. Testing conducted at implant center and by a company representative confirmed that device was no longer functioning.